Event description:
It was reported that 6 weeks after implant of the patient¿s old implantable neurostimulator (ins), it was explanted due to scar tissue build up. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 377860, lot# v020883, implanted: 2007 (B)(6), explanted: 2007 (B)(6); product type lead product ID 377860, lot# v017663, implanted: 2007 (B)(6), explanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger. (B)(4).